Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented online. The patient experienced an atrial fibrillation rhythm that developed a monomorphic ventricular tachycardia. The interval stability discriminator incorrectly scored the rhythm as supraventricular tachycardia, and since the device was programmed to "if all" for the discriminators, the device overall scored the rhythm as supraventricular tachycardia. At the time of the event, the device had been programmed so the ventricular tachycardia zone was set as a monitor zone. Programming changes were discussed but were not made. The tachycardia resolved on its own, and there were no additional patient consequences.